Event description:
According to the information received, patient underwent a laparoscopic hysterectomy bilateral sapling oophorectomy. Intra-operatively, while mobilizing the bowels, the lap bowel grasper tip broke and it was seen dislodged on the laparoscopic tv system. Due to the nature of the surgery that patient has enormous fibroid, the surgery was converted to an open surgery. The broken tip was then retrieved safely under direct vision. It matches the outer and inner insert of the faulty broken bowel grasper.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).